Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-ups, it was discovered that the right atrial lead exhibited loss of sensing; the patient was asymptomatic. On (B)(6) 2016 during a scheduled device change out procedure, the right atrial lead was successfully capped and replaced. No additional information was reported.